Manufacturer narrative:
One (1) used. List #mc330375, 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock; lot #13867321 was received for investigation. The received sample was observed to have residuals in the filter. The reported complaint of an occlusion could be confirmed. The set was difficult to prime during testing. However, the probable cause based in dfu statement.- a filter that clogs during infusion should be replaced. Sets with filter 0.22 micron should be changed at least every 72 hours. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
It was reported that a 6.5" (17 cm) appx 1.1 ml, smallbore quadfuse ext set w/4 microclave¿ clear (red, purple, tpn rings), 0.2 micron filter, 1.2 micron filter, 4 clamps, check valve, luer lock was found to have an occlusion during patient use. It was stated in the report that the product problem was all lines primed and infusing. The lipid port started ringing occlusion and would not clear. Quadfuse changed with no further issues. There was no patient harm reported.